Event description:
It was reported that the recharger or antenna was heating during recharge. There was pain at the ins site reported. A pocket revision and battery replacement were completed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that patient did not have recharger along so they do not have access to the serial number. The antenna as well as the battery seemed to be heating during her recharging sessions per reports. The battery was also uncomfortable in the current position. Therefore pocket revision was planned. Battery was replaced since was already several years old and physician wanted to upgrade to newer technology.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.